Manufacturer narrative:
Follow-up received on 16-may-2016 quality-safety evaluation of ptc: ptc global number (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and since then had horrible pain, feel like her insides are ripping apart (interpreted as pelvic pain). She also reported heavy bleeding (interpreted as genital bleeding). Essure was removed by hysterectomy, two years after its insertion. These events are listed in the reference safety information for essure. After essure insertion, abdominal and pelvic pain, as well as genital bleeding and menses pattern changes may occur. Given the positive temporal relationship, nature of the reported events and lack of alternative explanation, and considering that the pain resolved after essure removal, a causal relationship between these events and essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since device removal was required. The product technical complaint investigation resulted in an unconfirmed quality defect.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5060732) in united states on 12-apr-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. The lot number used was b61391. Confirmation test was done in 2014 (results not reported). Since essure was implanted, she had horrible pain where the implant is supposed to be, she felt like her insides were ripping apart and her lower back hurt all the time. She also experienced heavy bleeding, gain (unreadable in source document) in less than 2 years. She stated she needed to take pain killers all the time and some days she needed to stay in bed because the pain was too much. Her doctor scheduled surgery for a hysterectomy in 2016 (exact date was unreadable). She reported (B)(4) as concomitant drugs. Hospitalization, disability/permanent damage and required intervention were mentioned as event outcome, but not specified or assigned to one of the events. Follow-up information received on 18-apr-2016: the consumer information and demographic data were updated; she was (B)(6). She stated she was doing great, all her issues went away and she had no concurrent conditions. On (B)(6) 2016 the essure was removed. Removal method: hysterectomy removed uterus, cervix and fallopian tubes. She had not received the surgical report yet. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and since then had horrible pain, feel like her insides are ripping apart (interpreted as pelvic pain). She also reported heavy bleeding (interpreted as genital bleeding). Essure was removed by hysterectomy, two years after its insertion. These events are listed in the reference safety information for essure. After essure insertion, abdominal and pelvic pain, as well as genital bleeding and menses pattern changes may occur. Given the positive temporal relationship, nature of the reported events and lack of alternative explanation, and considering that the pain resolved after essure removal, a causal relationship between these events and essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since device removal was required. A product technical analysis is expected.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5060732) on (B)(6) 2016. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('horrible pain, feel like my insides are ripping apart') in a 35-year-old female patient who had essure (batch no. B61391) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis externa, ovarian cyst, bleed in luteal cyst, stress urinary incontinence, cystoscopy, pelvic pain female, adnexa uteri mass and ovarian cystectomy. Concurrent conditions included abnormal uterine bleeding. Concomitant products included ibuprofen and paracetamol (tylenol). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and intervention required) and back pain ("lower back hurts all time"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding") and unevaluable event ("gain in less than 2 years nos"). The patient was treated with surgery (laparoscopic ¿ assisted vaginal hysterectomy, bilateral salpingectomies). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, back pain and unevaluable event had resolved. The reporter considered back pain, genital haemorrhage, pelvic pain and unevaluable event to be related to essure. The reporter commented: removal date as per pif: (B)(6) 2016 (discrepancy noted) trailing coils were counted 4 on the right. The same procedure was repeated on the left and 5 coils were also counted. As per mr, discrepancy noted in date of removal :(B)(6) 2018 discrepancy noted in date of removal (B)(6) 2018(as per mr) and previously reported as (B)(6) 2016. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 24-may-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5060732) on 12-apr-2016. The most recent information was received on 05-may-2021. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('horrible pain, feel like my insides are ripping apart') in a 35-year-old female patient who had essure (batch no. B61391) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis externa, ovarian cyst, bleed in luteal cyst, stress urinary incontinence, cystoscopy, pelvic pain female, adnexa uteri mass and ovarian cystectomy. Concurrent conditions included abnormal uterine bleeding. Concomitant products included ibuprofen and paracetamol (tylenol). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and intervention required) and back pain ("lower back hurts all time"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding") and unevaluable event ("gain in less than 2 years nos"). The patient was treated with surgery (laparoscopic ¿ assisted vaginal hysterectomy, bilateral salpingectomies). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, back pain and unevaluable event had resolved. The reporter considered back pain, genital haemorrhage, pelvic pain and unevaluable event to be related to essure. The reporter commented: removal date as per pif: (B)(6) 2016 (discrepancy noted). Trailing coils were counted 4 on the right. The same procedure was repeated on the left and 5 coils were also counted. As per mr, discrepancy noted in date of removal :(B)(6) 2018. Discrepancy noted in date of removal (B)(6) 2018(as per mr) and previously reported as (B)(6) 2016. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 5-may-2021: medical record received: medical history was added. Rcc was updated.fu marked significant due to imdrf/FDA synchronization code error. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.